Manufacturer narrative:
Technician found the brake caster wheels deteriorating. The technician replaced the brake caster wheels and adjusted the brake/steer caster to resolve the issue.

Event description:
Account alleged that the brake was not working properly. The bed moves when brake is set. No injuries reported.